Event description:
The pt reportedly experienced sound quality issues and facial nerve stimulation. The company was notified that the pts device was explanted on (B)(6) 2011. The pt was reimplanted with another cochlear device.